Manufacturer narrative:
Gtin/UDI number for item (B)(4) lot 17087341 is 10885403227998. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported aminol leaked above the male luer when infusing. It was reported that the medication was leaking in the patient's bed for 2 hours. The event occurred on unit icp. There was no report of patient harm.